Event description:
Premature newborn infant received 16.8cc/hr of hyperalimentation instead of 2.1 cc/hr. The pt received this dose for a total of 8 hours. Imed pump was programmed wrong by the user. 16.8cc was supposed to infuse over 8 hours not 16.8 per hour. Pump removed & sent to central distribution.